Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a vessel perforation occurred. The total chronically occluded vessel was located in the right coronary artery. A crossboss catheter was selected for use. During the procedure, upon advancing the catheter, it was noted that vessel perforation occurred. The catheter was then pulled out and surgery was performed on the perforated blood vessel. No further patient complications were reported and the patient was fine.